Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5147942). The patient is alleging a diagnosis of a non-curable form of lung cancer after using the device for at least 12 years and despite quitting smoking almost 40 years before the diagnosis. The patient was informed that his life expectancy was 13 months. Medical intervention was not specified. The patient was 74 years old at the time of his death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch report (mw5147942). The patient is alleging a diagnosis of a non-curable form of lung cancer after using the device for at least 12 years and despite quitting smoking almost 40 years before the diagnosis. The patient was informed that his life expectancy was 13 months. Medical intervention was not specified. The patient was 74 years old at the time of his death.patient outcome code grid has been updated and corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5147942). The patient is alleging a diagnosis of a non-curable form of lung cancer after using the device for at least 12 years and despite quitting smoking almost 40 years before the diagnosis. The patient was informed that his life expectancy was 13 months. Medical intervention was not specified. The patient was 74 years old at the time of his death. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier is updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.